Event description:
Positive immulite 2500 troponin results were observed on two different patient samples. Upon repeat, one patient sample troponin result was higher than the original result and one patient was lower, but both were still positive. Both patient samples were tested a third time, and their troponin results were negative. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant troponin result.

Event description:
Positive immulite 2500 troponin results were observed on two different patient samples. Upon repeat, one patient sample troponin result was higher than the original result and one patient was lower, but both were still positive. Both patient samples were tested a third time and their troponin results were negative. Patient treatment was not altered, and there was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.